Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position. The bypass tube was found to have been dislodged and the anchor was visible at the distal tip. Upon visual and microscopic inspection, the mating features of the locator were found to be deformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be loose. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 60 arteriotomy locator - 6 the complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was prepared per protocol. The artery was located, and bypass tube and carrier tube were inserted into the insertion sheath hemostatic valve. Device handle was pulled back into the full rear lock position. When the device/sheath assembly was withdrawn, the whole device came out. As per user, there was no anchor or suture present. Manual compression was applied. There was no harm to the patient, and or no extra blood loss.